Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse events of vomiting, cardiac arrest and death. The definitive cause of the events is unknown; therefore, causality cannot firmly be established. However, the pdrn reported the events were unrelated to the utilization of any fresenius device(s) or product(s). The patient reportedly suffered from multiple cardiac comorbidities. The end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiac disease accounts for approximately 45% of all mortality in the esrd population. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler can be excluded as the cause of the patient¿s adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to their cycler. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient¿s family member checked on the patient ((B)(6) 2020), and found the patient had vomited, and was unresponsive (cardiac arrest). The family member called 911 and began cardiopulmonary resuscitative efforts until emergency medical services (ems) arrived. The patient was intubated while in the ambulance, and a pulse was detected. The patient presented to the emergency room (ER) with bilateral dilated (blown) pupils and was unresponsive to verbal stimuli. The patient was taken to the intensive care unit (ICU), where the family agreed to palliative care (comfort measures only). The patient passed away on (B)(6) 2020 in the evening hours with family present. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). The cause of the cardiac arrest is unknown; however, the patient had an extensive cardiac history including a severe/rare infection which seeded itself within the heart and required multiple surgeries to remove.

Manufacturer narrative:
Additional information: h6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and the load cell verification was within tolerance. An internal inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump and under the front panel assembly. The cause of the encountered dried fluid could not be determined. The visual inspection also encountered insect infestation. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found the production floor problem report test & calibration step fail balloon valve pressure out of range send to rework; the fitting at the port was replaced and the cycler passed testing. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation update: based on the additional information provided, the patient¿s cause of death was attributed to acute neuromuscular respiratory failure and hypoxic-ischemic encephalopathy, due to an out of hospital cardiac arrest. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler can be excluded as the cause of the patient¿s adverse events.

Event description:
Additional information was received via the patient's esrd death notification medical records: the patient was taken to the intensive care unit (ICU), and a computed tomography (CT) scan of the head was non-diagnostic. Several successive neurologic exams showed no improvement and on (B)(6) 2020 the patient¿s spontaneous respiratory efforts had ceased. The family agreed to palliative care (comfort measures only) given the patient¿s impending death, and the patient expired on (B)(6) 2020 in the evening hours with family present. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). The cause of the cardiac arrest is unknown; however, the patient had an extensive cardiac history including a severe/rare infection which seeded itself within the heart and required multiple surgeries to remove (as reported by the pdrn). The patient¿s cause of death was attributed to acute neuromuscular respiratory failure and hypoxic-ischemic encephalopathy, due to an out of hospital cardiac arrest.

Manufacturer narrative:
Correction: b3, d11.